Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Upon sensor wire deployment the sensor wire remained attached to the applicator and did not insert. The patient inserted the sensor in their thigh. At the time of contact, patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).